Event description:
Approximately 2 months ago, the patient began experiencing intermittent stimulation. There was no known accident or incident related to this event. The patient was at the clinic. The patient was super sensitive to stimulation and her typical stimulation setting was .55 volts; they were unable to get impedance readings at this level, they were getting either 500 or question marks. They disabled the magnetic reed switch. Additional information has been requested from the health care professional. A follow-up report will be sent if additional information becomes available.